Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was noted there were telemetry issues and it was suspected the implantable neurostimulator (ins) was over discharged. It was noted last time patient had stimulation was two weeks prior to report. It was noted the patient had been admitted to local hospital with complaint of loss of stimulation. It was further reported the patient was in the hospital due to pain and battery was ¿worn out and not working.¿ it was noted patient had multiple disc herniations and colon cancer. It was stated the night prior to report the patient was unable to charge ins and since then pain was 10 out of 10 and was very sharp. It was stated skin was sensitive to touch over stimulator on left hip. It was noted the recharger was full. It was further noted three weeks prior to report patient was able to charge. It was stated patient did not have the recharger at time of report. It was further reported the device had been ¿charging fine¿ until a day prior to report when the patient programmer ¿would not engage the ins.¿ it was noted there was a power on reset (por) condition. It was noted on (B)(6) 2013 a por was cleared and patient felt normal stimulation to control his pain. It was stated patient had charged his device about 1.5 weeks prior to report and did see the coupling bars. It was stated in the same timeframe the patient lost stimulation. It was further stated the patient had used h-wave about the same timeframe, but had not placed on top of lead or ins, but was unsure if he had ¿crossed over the system.¿ it was further reported an over discharge was confirmed and believed the over discharge may have been related to the use of ¿h-wave¿ technology while the device was off. It was noted after doing a 60 minute ¿jump start¿ the device was revived and worked like normal after being recharged. It was further reported patient would meet with physician on (B)(6) 2013 for troubleshooting. It was noted the patient was receiving effective therapy. Additional information included on manufacturer report 3004209178-2013-20917 pertaining to symptoms unrelated to this event reported at same hospitalization event.

Event description:
Additional information received reported that the implant site behind and around the stimulator was still giving the patient a burning or painful sensation. It was noted that the lead site however was not giving the patient any painful sensations anymore. It was noted that the patient¿s situation had been somewhat stabilized. It was noted that the patient had been referred for follow up. It was noted that the patient was going to see another health care professional (hcp) about getting a revision for the battery site to the other side of their back or getting the new system with MRI compatibility. It was noted that the patient loved the new patient programmer and reported better pain relief as a result of their ability to change the settings.

Manufacturer narrative:
(B)(4).